Event description:
Healthcare professional reported right side "rupture was confirmed via mammogram and an ultrasound". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). No other observations observed, no further actions are required.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29apr2024.

Event description:
Healthcare professional reported right side "rupture was confirmed via mammogram and an ultrasound". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture was confirmed via mammogram and an ultrasound". Device remains implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.